Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 with hospice care.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively established. Additionally, a specific cause for the patient¿s outcome could not be conclusively determined through this evaluation. The patient expired on (B)(6) 2021 after being placed on hospice care. Multiple requests for additional information regarding this event, including device deposition, were submitted to the account; however, no response has been received at this time. (B)(6) has not been returned for evaluation at this time the heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.